Manufacturer narrative:
No event date was provided, therefore the event date was populated as the first day of the month of the aware date.

Event description:
It was reported that the shaft of the device was broken. A flextome cutting balloon was selected for use during a patient procedure. However, upon removing the device from the box, it was noticed that the shaft was broken. Therefore the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
No event date was provided, therefore the event date was populated as the first day of the month of the aware date. (B)(6).

Event description:
It was reported that the shaft of the device was broken. A flextome cutting balloon was selected for use during a patient procedure. However, upon removing the device from the box, it was noticed that the shaft was broken. Therefore the procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: product analysis identified that the balloon material and tip of the device were completely detached from the shaft of the device. The balloon material had detached from the device at the location of the proximal balloon bond and the distal tip bond. The shaft polymer extrusion was also noted to be compressed approximately 67mm proximal of the proximal marker band. This type of damage is consistent with excessive force being applied to the shaft. The balloon material, tip and balloon protector were not returned for analysis. No other issues were identified during the product analysis.